Manufacturer narrative:
(B)(6). Multiple MDR's were submitted for this event. Please see reports: 0001825034 - 2017 - 09996. (B)(4). Concomitant: 22-301312 arcos con sz b hi 60mm ha 60mm sz b lot 801840; 163660 28mm dia cocr mod hd -6mm nk lot 279990. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history identified several similar reports against the product code. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported that the patient underwent total left hip arthroplasty and was revised due to subsidence and pain. No further information has been made available at this time.